Manufacturer narrative:
The investigation for the reported introducer damage has been completed. A 23fr peel away introducer sheath and 23fr dilator were returned for evaluation. 23fr dilator was able to be fully secured onto 23fr introducer sheath. When pressure was applied to the end of the dilator, dilator would pop off the introducer blue hub even when fully secured and screwed on. Upon visual inspection of the clear locking cap on the 23fr dilator, no abnormalities were found. Upon visual inspection of the blue hub on the 23fr, the securing tab was found to be damaged. Measurements of the damaged blue hub were taken and one side of the blue introducer hub was found to not meet the 0052-3021 drawing specs. Length of top of blue hub on the damaged side found to be out of spec at 9.08mm with drawing spec at 9.84+/-.02mm. Height of the securing tab on the blue hub found to be out of spec at 0.772mm with drawing spec at 0.84+/-.02mm. Length of the securing tab on the blue hub found to be out of spec at 0.611mm with drawing spec at 0.64+/-.02mm. Clinical details noted that when inserting the 23fr peel away sheath with 23fr dilator, the dilator would pop off the introducer sheath when being inserted into the patient. Physician noted that they attempted to screw on the dilator before inserting but would still pop off. The root cause of the issue was due one of the blue hub securing tabs dimensions not meeting drawing specs resulting in tab damage and the clear dilator cap popping off with applied force. Added-d9 device return date, h6 impact code 4629 added- d6a/d6b.

Event description:
The user facility reported a 60-year-old male patient with cardiomyopathy was implanted with an impella rp device for mechanical circulatory support. It was reported that a dilator kept popping off of the peel away sheath during attempted delivery. Despite verifying a proper connection, the components still came apart when inserting. Due to the noted issue, a second introducer was opened and utilized for pump implant. There was no patient harm.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.